Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was flickering and displayed fragments of multiple screens. In addition, the pump bolus history was reportedly inaccurate; however, customer declined to troubleshoot for this allegation. Customer¿s blood glucose level was between 111-300 mg/dl. The customer reverted to an alternate method in insulin therapy.